Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be advanced into the attempted left ventricular (lv) lead during backloading. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst noted that the lead was designed with a permeable septum in the distal tip which allowed blood ingression to occur. This was not an out of specification condition. If information is provided in the future, a supplemental report will be issued.